Manufacturer narrative:
Infiltration is a complication of IV therapy. The infusion pump does not have infiltration detection capabilities. The device does not have downstream occlusion detection, however with an infiltration there may not be a significant increase in the inline pressure to reach the alarm threshold. The healthcare professional has the responsibility for frequent inspection of the IV site for signs of an infiltration. Clinical factors such as length of therapy, flow rate, type of fluid and integrity of vein can be involved. The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, of if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility's IV department reported an infiltration occurred to the same patient while on two separate devices. The patient was receiving hydration when the arm swelled. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump, since the last baxter service event. No additional contact information was provided.